Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid or moisture and the o ring of the insulin pump was not in place. The customer¿s blood glucose level was 138 mg/dl. The customer was assisted with the troubleshooting. The customer reported that there was no display on the insulin pump after battery change. The insulin pump was returned for the analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify low battery alarm due to blank display. No moisture damage inside battery tube noted.